Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that intermittent audio output occurred. Approximately on (B)(6) 2023, the patient experienced intermittent audio output, no cgm (continuous glucose monitor) reading was reported during the event, the patient passed out because her sensor was not warning her like it should. The day of the event the patient was on a picnic with her friends when suddenly she felt sweaty and lost consciousness. Her friends called 911 but by the time the paramedics arrived (50 minutes later), the patient was provided with soda and sugar by her friends. When the paramedics arrived, she had regained consciousness and the blood glucose level was either 56 mg/dl or 59 mg/dl (patient is not sure which number between the 2 values). At the time of the report, the patient recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on (B)(6) 2023. It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Receiver touchscreen and sound manual tests were performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found.